Event description:
It was reported the pt is experiencing pain/discomfort at his scs ipg pocket site. The pt had been taking antibiotics for an unrelated infection which helped with the pain. It is unk at this time whether he has a possible infection from the scs system or if the discomfort is due to the location of his ipg. F/u identified the issue has not been resolved. At the time of his appointment with the physician, the pt had a fever. The physician is running diagnostic tests. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.